Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services for low blood glucose on (B)(6) 2022. Customers blood glucose reading at the time of hospitalization was 30 mg/dl. Customer was treated with intravenous insulin drip in hospital. The customer did experienced the symptoms such as weakness, customer lost his balance while standing and vomiting. The insulin pump was not on auto mode at the time of incident. Customers current blood glucose was 160 mg/dl. The customer treated low blood glucose with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. Customer alleged over delivery on insulin pump as low blood glucose event happened suddenly without prior warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software 4.11e. Retainer ring clear. On feb 12, 2022, the customer alleged the device over delivery and hospitalized for low bg. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, pillowing keypad overlay, cracked select button keypad overlay and fading serial number label during the visual inspection. Thus and carelink software was utilized and downloaded trace or history files properly. In further full review of the device history on the event date of feb 12, 2022, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 17.2 unit. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (20.2 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the device over delivery was not confirmed. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they were dispatched to emergency medical services for low blood glucose. Customers blood glucose reading at the time of hospitalization was 30 mg/dl. The customer did experience the symptoms such as weakness, customer lost his balance while standing and vomiting. The insulin pump was not in auto mode at the time of the incident. The customers current blood glucose was 160 mg/dl. The customer treated low blood glucose with food and glucose tablet. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed. The customer alleged over delivery on the insulin pump as a low blood glucose event happened suddenly without prior warning. The insulin pump was returned for product analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.